Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Reliability laboratory technician, not applicable - st. Jude medical (B)(4) reliability laboratory. No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found that a partial lead was returned. The outer insulation was abraded at 23.5 cm to 25.0 cm from the distal tip. Abrasions are indicative of constant friction with another implantable device.